Manufacturer narrative:
The MDR is being submitted following our procedure: pt experienced a hypoglycemic event with a blood glucose level of mg/dl. Third party intervention: emt responded. Device was returned one month after the event. Investigation of the device is limited and inconclusive since the state of the device can change with time. There is insufficient info available to determined whether the v-go contributed to the event or not.

Event description:
Type 2 diabetic patient (pt) using vgo 20 for over 1 year reported to valeritas customer care hypoglycemic bg of 31 and was found unconscious by her spouse. Ae assessor spoke with pt for further investigation of case. Pt informed ae assessor she has multiple bouts of hypoglycemia at various times with most occurring at night. Health care provider had requested pt stop using vgo due to hypoglycemia however, pt decided she wanted to continue using the remaining vgos in this prescription. On (B)(6) 2015 pt filled and applied new vgo to abdomen at 10am. At approximately 4pm after pt was treated by emt for bg 31 mg/dl pt removed the vgo and noticed it was empty of insulin. Pt did not apply a new vgo and had no insulin from 4pm to 10pm which was after the low bg of 31 mg/dl. Pt reports due to eating a lot of food and no insulin from 4-10pm bg at 10 pm bg was 394 mg/dl. At midnight pt restarted her levemir at 8 units at bedtime and 16 units in the am, with humalog at 5 units plus sliding scale. The pt recovered without sequelae.